Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the when changing out battery he loses the time, date and year and takes a couple times to reset it back right. The insulin pump had cracked housing where reservoir goes in. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. Device monitored for several days time clock advances properly. (B)(4).